Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed an increase in pacing impedance and capture threshold on the right ventricular lead. Both values returned to baseline at a later date. No intervention was reported; the patient would continue to be monitored. There were no patient consequences.